Event description:
A customer reported receiving an unspecified high scan on the abbott diabetes care (adc) device compared to an unknown result from am adc meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms of hyperglycemia such as thirst and headaches. Several insulin injections were administered (10 units, followed by 8 units; no further details were provided), along with oral rehydration. Blood glucose levels returned to normal approximately 12 to 24 hours after the event. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 49 mg/dl was compared to an hcp meter result of 160 mg/dl. The length of wear was 14 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.